Manufacturer narrative:
Device evaluation to the reported event of capsular contracture was received on july 27, 2023, with lot number 3590342. The device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ crease fold and white particles observed on the device.

Event description:
Healthcare provider reported "left capsulotomy", capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. The device has been explanted and replaced.

Event description:
Healthcare professional reported "left capsulotomy." Healthcare professional later reported capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.